Event description:
It was reported that, during reprocessing, the ultrasound bronchofibervideoscope tested positive for 1 colony forming units (cfus) of acinetobacter pittii. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.